Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and syncope ('fainting') in a 36-year-old female patient who had essure (batch no. 721048-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome in 1996, mitral valve prolapse in 1996, gestational diabetes, abdominal pain, abdominal pain, anemia, airway complication of anaesthesia, arthritis, breast cancer, diabetes and renal disease. Concurrent conditions included restless leg syndrome since 2013, irregular periods, cervicitis, adenomyosis and menopause flushing. Concomitant products included biotin since 2016, d-mannose (d mannose) since (B)(6) 2018, magnesium since (B)(6) 2018, medroxyprogesterone acetate (depo provera) in (B)(6) 2010, nitrofurantoin since 2011 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced constipation ("constipation"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced arthralgia ("joint pain"), pelvic pain ("pelvic pain"), back pain ("low back pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraine headache"), gingival swelling ("dental problems: gum swelling"), gingival erythema ("gum redness/teeth shifting") and tooth disorder ("teeth shifting"). In (B)(6) 2014, the patient experienced syncope (seriousness criterion medically significant), amnesia ("memory loss"), tinnitus ("tinnitus") and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision") and visual impairment ("decreased vision"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, syncope, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, urinary incontinence, migraine, uterine leiomyoma, gingival swelling, amnesia, tinnitus, vision blurred, visual impairment, alopecia, pelvic pain, gingival erythema, feeling abnormal, musculoskeletal pain and tooth disorder outcome was unknown, the anxiety, depression, arthralgia and back pain was resolving and the dysmenorrhoea, dyspareunia, fatigue, constipation and headache had resolved. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gingival erythema, gingival swelling, headache, hot flush, menorrhagia, migraine, mood swings, musculoskeletal pain, night sweats, pelvic pain, syncope, tinnitus, tooth disorder, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011 : total bilateral occlusion. Both fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, chronic pelvic pain of female, menorrhagia, joint pain, loss of hair,mood swings, brain fog, lot number reported ( 721048) is not valid. Most recent follow-up information incorporated above includes: on 8-nov-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('gen. Abnorm. Bleed') and syncope ('fainting') in a 36-year-old female patient who had essure (batch no. 721048-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome in 1996, mitral valve prolapse in 1996, gestational diabetes, abdominal pain, abdominal pain, anemia, airway complication of anaesthesia, arthritis, breast cancer, diabetes and renal disease. Concurrent conditions included restless leg syndrome since 2013, irregular periods, cervicitis, adenomyosis and menopause flushing. Concomitant products included biotin since 2016, d-mannose (d mannose) since november 2018, magnesium since november 2018, medroxyprogesterone acetate (depo provera) in june 2010, nitrofurantoin since 2011 and vitamin d nos (vitamin d) since october 2018. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced alopecia ("hair loss"). In september 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In january 2011, the patient experienced constipation ("constipation"). In june 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). In june 2013, the patient experienced arthralgia ("joint pain"), pelvic pain ("pelvic pain"), back pain ("low back pain") and musculoskeletal pain ("shoulder pain"). In july 2013, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue"). In april 2014, the patient experienced migraine ("migraines / migraine headache"), gingival swelling ("dental problems: gum sweeling"), gingival erythema ("gum redness/teeth shifting") and tooth disorder ("teeth shifting"). In august 2014, the patient experienced syncope (seriousness criterion medically significant), amnesia ("memory loss"), tinnitus ("tinnitus") and feeling abnormal ("brain fog"). In august 2015, the patient experienced vision blurred ("blurred vision") and visual impairment ("decreased vision"). In august 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, syncope, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, urinary incontinence, migraine, uterine leiomyoma, gingival swelling, amnesia, tinnitus, vision blurred, visual impairment, alopecia, pelvic pain, gingival erythema, feeling abnormal, musculoskeletal pain and tooth disorder outcome was unknown, the anxiety, depression, arthralgia and back pain was resolving and the dysmenorrhoea, dyspareunia, fatigue, constipation and headache had resolved. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival erythema, gingival swelling, headache, hot flush, menorrhagia, migraine, mood swings, musculoskeletal pain, night sweats, pelvic pain, syncope, tinnitus, tooth disorder, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-jan-2011: total bilateral occlusion. Both fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, chronic pelvic pain of female, menorrhagia, joint pain, loss of hair,mood swings, brain fog, lot number reported ( 721048) is not valid . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event general abnormal bleeding was added. Lab test date was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and syncope ('fainting') in a (B)(6)-year-old female patient who had essure (batch no. 721048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included guillain barre syndrome in 1996, mitral valve prolapse in 1996, gestational diabetes, abdominal pain, abdominal pain, anemia, airway complication of anesthesia, arthritis, breast cancer, diabetes and renal disease. Concurrent conditions included restless leg syndrome since 2013, irregular periods, cervicitis, adenomyosis and menopause flushing. Concomitant products included biotin since 2016, d-mannose (d mannose) since (B)(6) 2018, magnesium since (B)(6) 2018, medroxyprogesterone acetate (depo provera) in (B)(6) 2010, nitrofurantoin since 2011 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced constipation ("constipation"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced incontinence ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced arthralgia ("joint pain"), pelvic pain ("pelvic pain"), back pain ("low back pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraine headache"), gingival swelling ("dental problems: gum sweeling"), gingival erythema ("gum redness/teeth shifting") and tooth disorder ("teeth shifting"). In (B)(6) 2014, the patient experienced syncope (seriousness criterion medically significant), amnesia ("memory loss"), tinnitus ("tinnitus") and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision") and visual impairment ("decreased vision"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, syncope, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, incontinence, migraine, uterine leiomyoma, gingival swelling, amnesia, tinnitus, vision blurred, visual impairment, alopecia, pelvic pain, gingival erythema, feeling abnormal, musculoskeletal pain and tooth disorder outcome was unknown, the anxiety, depression, arthralgia and back pain was resolving and the dysmenorrhoea, dyspareunia, fatigue, constipation and headache had resolved. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gingival erythema, gingival swelling, headache, hot flush, incontinence, menorrhagia, migraine, mood swings, musculoskeletal pain, night sweats, pelvic pain, syncope, tinnitus, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Both fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, chronic pelvic pain of female, menorrhagia, joint pain, loss of hair,mood swings, brain fog, most recent follow-up information incorporated above includes: on 21-oct-2019: mr received: reporter information were updated, lot number were added. Patient history were added. Follow up 2 & 3 processed together. On 22-oct-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events .new events added: mood swings, night sweats, hot flashes, abnormal bleeding (vaginal), menorrhagia, anxiety, depression, bladder or urinary problems or changes, migraines / headaches, fibroids, migration of essure device location of device: uterus, gum swelling, memory loss, fainting, tinnitus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurred vision, decreased vision, fatigue, constipation, hair loss, joint pain, pelvic pain, back pain, shoulder pain, gum redness/teeth shifting, brain fog. Event onset date, event outcome were added. Reporter information were updated. Patient history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.